Event description:
In 2009, the pt reported that both the up and down buttons of his infusion device are not functioning properly. He noticed this approx one month ago and the issue is intermittent. He stated that sometimes when he presses the up button to program a quick bolus "it doesn't do anything" and he does not hear a confirmation beep. He stated that the down button is experiencing a "delay" and works half of the time. The infusion device has not been dropped or exposed to water. No physiological effect were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.